Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-apr-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump is intermittently functioning. This occurred during use in a case with no patient effect. Flow issue 4 times during the case; pressure would stop. Device needed to be restarted. No specific error code; completely loses pressure.